Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 322 (link switch error (low)). No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. During evaluation, the device alarmed system error 322. The cause was identified to be the lower link switch not functioning properly. The lower auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.